Manufacturer narrative:
D3: manufacturer information was corrected. G4: PMA/510k number was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A0512 captures the shift while a0908 captures the deviated trajectories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a shoulder shift before they registered the patient. They registered and placed the screws and one of the screws didn't feel good. The surgeon felt like there was a shift. A new ap and oblique were taken and they were able to see a shift. The screws were not overlaying with the green of the plan. Two screws were taken out to reposition. When they went to reposition the screws, there was another shoulder shift. Another medtronic imaging system spin was performed and they switched to the medtronic navigation system and imaging system. There was no impact to patient's outcome and surgical delay was less than one-hour. Additional information was received. It was reported that trajectories were deviated between 3.5 and 10 millimeters (mm).